Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient called about his implanted neuro stimulator for the bowel. This morning he reset the program and took the amplitude up a number less then the previous program he was on and patient said he can't get the handset and communicator to synch with his stimulator. He said it is zapping through the testicles. The stimulation is uncomfortable. He can't take the stimulation down because he can't synch the handset and communicator. Patient got a message "device not responding". Agent walked caller through the steps to connect handset and communicator to stimulator. Patient was able to lower stimulation. Transferred caller to device registration as patient didn't show registered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.